Manufacturer narrative:
Please note that the following section is being updated on this follow-up #01 MFR report:3005168196-2020-01990. Section b. Box 5. Describe event or problem. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, after completing the first pass, the ace60 was removed. While flushing the ace60 in preparation for the second pass, the technologist noticed a small hole in the proximal part of the ace60. Therefore, the ace60 was no longer used. The procedure was completed using another ace60 and the same velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, after completing the first pass, the ace60 was removed. While flushing the ace60 in preparation for the second pass, the technologist noticed a small hole in the ace60. Therefore, the ace60 was no longer used. The procedure was completed using another ace60. There was no report of an adverse effect to the patient.